Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, a correction to d8, and new information in h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the root cause can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope telescope's pin connector was missing from the bottom of the eye piece section. There were no reports of patient harm.